Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a pocket revision due to pain at the ipg site (related manufacturer reference number 1627487-2019-12966), it was discovered that the implant site had become infected. In turn, surgical intervention explanted the ipg on (B)(6) 2020, washed out the pocket and packed the site with vancomycin.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.